Event description:
The customer reported via phone call that the blood glucose readings were not transferring to the insulin pump and that the insulin pump alarmed failed battery test. The customer's blood glucose was 274 mg/dl. The customer did not observe any damage or corrosion at the battery cap contacts or in the battery compartment. The customer's husband stated that he would call back when he obtained a new battery in order to complete the troubleshoot procedure for the failed battery test. The customer requested a glucose meter due to the lack of radio frequency communication.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.